Event description:
The customer reported on (B)(6) 2011 that on (B)(6) 2011, the fiber was noticed to have commenced forward firing at 18046 joules during prostate vaporization. Another fiber was used to complete the case. Neither the pt nor the end user experienced any injuries as a result of this event.